Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively a total hip replacement procedure, 5 weeks after the procedure the patient presented cellulitis. After 10 days the patient was confirmed to have (B)(6).